Manufacturer narrative:
Malformed clips.

Event description:
During an axillary node, breast biopsy the mcm30 failed to consistently reload. There was inconsistent clip formation and the device was spitting clips. The device would fire a couple of clips and then not load. After attempting to have the device load another clip, the device would properly operate for several more clips, then jam. Sometimes the clips would jam or not form completely. This occurred with a total of four mcm30's. The procedure was completed with single clip ligation. There was no consequence to the pt.